Event description:
A healthcare professional reported a loss of suction during flap cut. As a result, the system stopped mid-cut. The treatment was not completed. The surgeon decided to wait several months prior to performing surgery on the concerned eye. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: at the visit on site the field service engineer (=fse) performed preventive maintenance (test and alignment) and upgraded vacuum 2 according to service bulletin #305. The device meets the requirements. No samples were returned for evaluation. The log file was not reviewed, because no file for day of treatment was provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer¿s acceptance criteria. The root cause could not be identified conclusively. The most likely root cause was vacuum 2 setting lower than optimal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).